Event description:
Pt had right total knee arthroplasty in 1989. Over the past 2 yrs., she developed progressive right knee pain, which limited her activity. On preoperative evaluation, the tibial component was most likely loosened. The tibial tray was found to have an approx 2 cm. Fracture in the anteromedial aspect of the metal tray. There was reactive bone formation & sclerotic bone at the area of the tibial failure which required removal.